Event description:
The pt's mother reported that the cannula of the pt's infusion sets is "slipping" out of the pt's skin. The pt's blood glucose has been elevated to 500 mg/dl as a result. The mother changes the infusion set and boluses through the infusion device to lower the pt's blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.